Manufacturer narrative:
The customer¿s report of a leak at the filter was confirmed. Upon visual inspection fluid was observed within the set, including within the filter vent. Further inspection of the filter vent showed its membrane to be wetted out. Functional testing and pressure testing were performed and fluid was noted to leak out from the vent of the filter. Although not definitively determined, the probable cause of the leak at the filter was the filter vent membrane being wetted out.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the set leaked at the filter. The clinician reported that a continuous pentobarb infusion was running and a wet spot was noted on the patient's bed beneath the filter of the IV tubing. The switched the pentobarb to a new set, and there was no further intervention required.